Event description:
The pt reported that the insulin infusion device came into contact with water. It was reported that water was on the inside of the infusion device housing. The infusion device has a pixel line missing on the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.